Event description:
The physician was addressing a cto cap at the popliteal artery. Physician was going retrograde from the posterior tibial artery to the popliteal artery. The gaia pv wire was embedded into the cto/sub intimal space. Physician felt the wire not torqueing due to entrapment. The physician tried to spin the wire through the lesion. Unfortunately, the wire was not moving. He removed the wire, and it began to unravel. The wire unraveled and a wire filament was left in the posterior tibial artery. A wire filament was left in the artery. Patient is doing fine; however, the wire filament was left in the lower extremity of the patient.